Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant of the pulse generator, capture could not be achieved. The device was explanted and replaced.